Manufacturer narrative:
In response to FDA report number: mw5087827. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported via regulatory agency, pain, breast are ¿hard as rocks,¿ ¿possible rupture," ¿fluid collection¿ and capsular contracture, baker grade unknown. Device remains implanted. This record is for the left side.